Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, the subject device did not output the signal. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) checked the subject device and found that the endoscopic image was not displayed on the monitor and the error b40 which indicated the subject device was damaged was displayed. Also there was no abnormality on the exterior and no sign of the ingress of the liquid into the subject device, however the electrical circuit board had damaged. Olympus (B)(4) surmised that the damage of the electrical circuit board might be caused the no output signal and the error b40.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc). However, the electrical circuit board of the subject device was returned to omsc for evaluation. In the evaluation of omsc, the reported phenomenon was duplicated when the electrical circuit board of the subject device had been incorporated into omsc asset's otv-s190, and it was found that the components of the electrical circuit board near the dvi out terminal were broken. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the result of omsc evaluation, omsc surmised that the reported phenomenon might be occurred due to the breakage of the electrical circuit board, due to the influence of the device connected to the dvi terminal. If additional information becomes available, this report will be supplemented.